Manufacturer narrative:
Medical safety reviewed the event and determined there is not enough information to exclude the impella cp used as an associated factor to the patient's outcome given the device-related ischemia event requiring surgical intervention and patient expiring shortly thereafter. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced limb ischemia requiring surgical intervention and thereafter would expire. After impella cp device implant, the patient underwent emergent percutaneous coronary intervention with one drug-eluting stent (des) to the left main and three des to the left anterior descending artery with impella cp device implanted for cardiogenic shock management. The patient was transferred to the unit on support. Later that day, the patient developed limb ischemia and underwent a fem-fem bypass. The patient continued on impella cp mcs until hours later before being escalated to an impella 5.5 device. The following day after escalation, approximately 16 hours later, the patient would expire. Care was withdrawn.